Event description:
A report received from (B)(6) states "customer complained about instability of chamber aspiration during surgery. Surge on patient eye causing chamber to rupture." The report indicates medical intervention was necessary; however, medical intervention and patient outcome were not provided. Additional information was requested. It was noted that two air supply hoses were used to connect as an extension.

Manufacturer narrative:
Bausch & lomb investigation of the device at the user facility noted two air supply hoses connected as an extension. The user facility was instructed that the addition of the secondary air supply hose is a patient hazard as secondary air hose is not indicated for use and would result in pressure oscillation.